Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 4.8, lab: 9.6. Patient tested in the morning and noticed her nose bleeding in the afternoon. She performed another test and received the same inr result. Her doctor sent her to the hospital and had blood work done on her. Patient was given a transfusion and vitamin k.

Manufacturer narrative:
Investigation pending.